Event description:
It was reported that this patient heart rate dropped to 40 bpm therefore, a device check was requested. Upon review, it was noted the right ventricular (rv) lead exhibited high out of range pacing impedances measuring greater than 3000 ohms. Additionally, thresholds were high and the patient had asystole of greater than two seconds. It was noted the patient had syncope and fell however, the patient is diagnosed with adams stroke syndrome. The on-call physician examined the patients chest and suspected a lead fracture on the cardiac side of the rv lead sleeve. A chest x-ray was performed and it was confirmed the lead was fractured. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.